Manufacturer narrative:
The customer cleaned the diffuser place and repeated the donor units on the provue using the same lot of gel cards and obtained acceptable results. Service was not required. This customer has logged a similar complaint against this analyzer since this incident. (B)(4).

Event description:
The customer reported 2 incidents in which the ortho provue analyzer interpreted negative reactions as positive during donor unit confirmation typing. The gel cards were brought to the service rack for review. Visual inspection of the gel cards were negative. No erroneous results were reported. Qc was acceptable. A false positive result may lead to the misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.